Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2808 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of fibroids, postpartum depression, depression, insomnia, generalized anxiety disorder, pelvic pain, parity 4, multi gravida, pregnancy, swelling, rash, cesarean section, pelvic pain, hypertension and depression. Previously administered products included: penicillins with extended spectrum for nose bleed. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic laparoscopic assisted hysterectomy and bilateral salpingectomy on (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. The reporter commented: essure device was inserted to the recommended location. Device was deployed and 2 coil(s) were seen. The left ostia was again identified and the essure device was inserted to the recommended location. Essure device was deployed and 3 coil(s) were seen. Discrepancy noted: insertion date: as per argus: (B)(6) 2015. As per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: result: uterus, cervix, and bilateral fallopian tubes. Bilateral fallopian tubes with simple paratubal cyst. Cervix with no histologic abnormalities. Proliferative endometrium. Negative for hyperplasia or malignancy. Gross description: tan-gray left fallopian tube (5 cm in length and 0.5 cm diameter), and attached tan-gray right fallopian tube (4.5 cm in length and 0.5 cm in diameter). [Ultrasound pelvis] on (B)(6) 2022: the uterus is enlarged. The endometrium is not thickened. Single 10 mm subserosal fibroid is identified in the anterior lower uterine segment. Linear echogenic focus in the right fundus likely represents the known, previously placed each or device. A corresponding left fundal linear echogenic focus is not seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2808 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.